Event description:
It was reported that during a dca procedure, after the balloon was inflated the cutter advanced, even though the activation control lever had not been advanced. When an attempt was made to withdraw the catheter, the balloon would not deflate. The device was removed with the balloon inflated. No patient injury was reported.